Event description:
The following is based on medical record review provided to davol by another manufacturer: on (B)(6) 2003, the patient, who has a history of multiple non-mesh recurrent right inguinal hernia repairs, was implanted with a bard perfix plug and an ethicon plug and patch. The bard device was used to repair the recurrent hernia and the ethicon device was used to reconstruct the inguinal floor. Dense scar tissue was noted in the area, and the patient's shelving edge was noted to be markedly dilated and torn from previous repairs. The following was reported to davol by another manufacturer with no medical documentation. In 2007 the patient was implanted with an ethicon device for repair of a recurrent right inguinal hernia. On (B)(6) 2007 the patient was implanted with a bard/davol perfix plug to provide additional support to the recurrent right inguinal hernia repair. Reportedly, immediately following the 2003 procedure the patient experienced pain and difficulty walking. Also reported regarding the 2003 procedure was that the implanted mesh hardens during cold weather. Three years post implant of the products, it is reported that the patient continues to experience pain which caused difficulty walking and performing light exercise, as well as difficulty urinating. Reportedly, the patient has been evaluated by a urologist who has not determined the origin of the voiding (urinating) difficulties and the patient is seeking additional medical opinion with another physician.

Manufacturer narrative:
A review of the manufacturing records has been conducted and no anomalies were noted. Recurrence is a known complication listed in the adverse reaction section of the IFU. It appears the patient has a complex history with right inguinal hernia recurrences and repairs, leaving the area densely scarred and fibrotic. Based on the information provided we are unable to determine to what extent, if any, the bard/davol implants may have caused or contributed to the patient's post operative difficulties. This MDR includes all patient, event and device information davol has received to date. If additional information is obtained, a follow up MDR will be submitted. This MDR represents the bard perfix plug implanted in 2003. See MDR 1213643-2014-00416 for information related to the bard perfix plug alleged to have been implanted on (B)(6) 2007.